Manufacturer narrative:
Device evaluation summary: the closurefast catheter (clf) was returned for analysis. Upon inspection of the device, it was noted that the fep was expanded/bubbled outward approximately 5cm from the distal tip and there was a bend/curve to the area of the expanded fep. At approximately 6cm from the tip, the coils appeared compressed against each other and deformation of the fep was noted. The coil segment showed a bend approximately 6.5cm from the distal tip. At the location of the bend the fep was deformed. The bent segment of the clf was inspected under microscope. The fep showed signs of melting and appeared to bulge out at the angle of the bend. At the apex of the bend, the fep was split apart exposing the coil for approximately 0.4cm. Traces of dried/burned blood was noted within the fep and between the exposed coils. The clf was connected to a lab rfg3 and was able to complete a successful activation cycle with no errors.

Event description:
Physician intended to use a closurefast catheter for a radiofrequency ablation procedure of an unknown vein. IFU was followed. It was reported that physician noticed a ¿defect¿ on the heating element after removing from the vein. Procedure was successful and the vein was closed. There was no additional treatment required. No patient injury reported.